Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Type 1b endoleaks have been reported with every evar device and are a well-documented and clinically understood complication of evar surgery which has multiple causes. The event rate is within clinical expectations.

Event description:
A patient treated on (B)(6) 2012, had a re-intervention for a type 1b endoleak on (B)(6) 2013. This leak had been picked up on the 1 year follow up scan. The interventional radiologist used a short distal extender to increase the diameter of the original graft. This stopped the leak successfully and the patient was discharged.